Manufacturer narrative:
Upon receipt of additional information, it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. In the initial MDR PMA # p980040 was provided however this is no longer applicable. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Brand name: unknown, was not provided if explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was implanted in the patient's right eye. The subject had to drive later in the evening to avoid direct sunlight and objects were giving off starburst effects. There was no complication or patient injury. The outcome did not significantly interfere with activities of daily living. Upon follow-up it was clarified that the subject tried not to drive at dusk due to halos. The subject also tried not to drive or park towards direct sunlight and usually tried to find parking in the shade or near store entrance. No other information was provided. Recently the subject reported being bothered by halos & glare with difficulty night/dusk driving and wears sunglasses when leaving the house due to the glare. These symptoms have lasted more than 3 months postop and the subject considers these as significant impairment. No further information was provided.